Event description:
On 16th july 2025, rayner received notification from a healthcare facility in india of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that the lens got stuck in the injector at the beginning of injection and a back-up lens could not be implanted within the original surgery session.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens got stuck in the injector right at the beginning of the injection. The additional information received identifies that the patient did not receive a back-up lens; however, no patient harm or injury is reported. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". The device has not been returned. Without the ability to examine the device and without clear event details being provided it is not possible to determine the cause of the event.